Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed. One 4 fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. Residue was observed on the external surface of the extension leg and molded wing. The molded wing was discolored and the printing was worn. The catheter extended to the 42cm depth mark. A functional test revealed a spraying leak near the 21cm depth mark when the lumen was flushed. A microscopic examination of the leak site revealed a semi-circumferential breach in the tubing. Small creases were observed in the external surface of the tubing parallel to the edges of the split. Material whitening was observed at each end of the split. A tactual investigation revealed that the catheter had the tendency to kink across the split in the tubing. The wall thickness of the catheter was found to be within specification. The characteristics of the split indicate the tubing was placed in a location that was susceptible to bending. The kinking of the catheter most likely stressed the tubing and contributed to the observed split. The powerpicc instructions for use (IFU) indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.

Event description:
It was reported that there were fluids leaking from the insertion site when flushing with normal saline during maintenance. When attempting to withdraw the catheter, leaking of saline continued. A transverse incision was found at 19.0 cm scale. Such events have never occurred during maintenance.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw0510 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that there were fluids leaking from the insertion site when flushing with normal saline during maintenance. When attempting to withdraw the catheter, leaking of saline continued. A transverse incision was found at 19.0 cm scale. Such events have never occurred during maintenance.